Manufacturer narrative:
The returned dbs lead extension was unable to be analyzed with electrical testing however visual inspection revealed the lead extension was cleanly cut into two pieces approximately 48 cm from the proximal end and the remaining extension portion was not returned. A product labeling review was conducted and identified the device was used per the instructions for use (IFU). Additionally, review of the IFU indicates that undesirable sensations and malfunction of any part of the device are known risks with the use of dbs stimulation. The reported event was not confirmed however the engineers concluded as indicated in the IFU that, undesirable sensations are a known inherent risk of the device as the known probable cause.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced burning and tingling sensation at the lead extension and implantable pulse generator (ipg) implant sites. High and low impedances were noted, however it is unknown if reprogramming was attempted. The patient underwent a procedure where the ipg and lead extension were replaced with others of the same model and an additional lead extension added. Impedance check was performed following the procedure which resolved the high/low impedance issue and was expected to resolve the patients burning, tingling sensation per the physicians assessment. The patient did well post-operatively. Further information has not been provided despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 744173.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced burning and tingling sensation at the lead extension and implantable pulse generator (ipg) implant sites. High and low impedances were noted, however it is unknown if reprogramming was attempted. The patient underwent a procedure where the ipg and lead extension were replaced with others of the same model and an additional lead extension added. Impedance check was performed following the procedure which resolved the high/low impedance issue and was expected to resolve the patients burning, tingling sensation per the physicians assessment. The patient did well post-operatively. Further information has not been provided despite good faith efforts.